Event description:
Pt exhibited a 5.2cm abdominal aortic aneurysm with presence in the right common iliac artery. Pt had a patent right renal artery. The left renal artery was occluded due to having been tied off after the pt had a left nephrectomy procedure. The main body graft was deployed successfully. The contralateral limb was cannulated, and the iliac leg graft was deployed. Ipsilateral iliac leg was placed documenting the origin of the right hypogastric artery. Completion angiogram was performed and noted a distal type I endoleak. Approximately 3.5cm remained from the landing site of the iliac leg graft to the origin of the left hypogastric artery. An iliac leg extension was placed, noting to open up just in the origin of the left external iliac artery. An attempt to balloon the iliac extension and move it further up inside the iliac leg graft, resulted in a rupture of the left common iliac artery. Another iliac leg graft was placed in the left external iliac artery to secure a seal of the rupture. In addition, another manufacturer's stent was placed to smooth out the transition from the angulation of the system. Completion angiogram was performed showing no further evidence of an endoleak. A left femoral to hypogastric bypass procedure was performed restoring blood flow to the pt's left hypogastric, and femoral artery. Final angiogram noted excellent blood flow to the limb.